Event description:
It was reported the pt experienced blood loss in excess of 1 liter during an aaa procedure. The clinician reportedly had a difficult time at the incision site accessing the iliacs due to calcium and pt anatomy. The procedure was eventually completed successfully. There was no allegation of product deficiency made by the clinician.